Manufacturer narrative:
Through follow up with the user facility, the trufreeze business manager learned that an employee was refilling their trufreeze console on the loading dock at the user facility. Contrary to the reported event, it was confirmed that all wheels were present on the console. However, it is likely that the wheel locks were not engaged resulting in the reported event. The trufreeze filling instructions step 1 states, "roll trufreeze console to fill site and lock wheels." Due to the reported event the trufreeze console sustained damaged, and the user facility was provided with a loaner unit. The trufreeze clinical specialist scheduled in-service training for august 21, 2023, on how to properly fill the trufreeze console, specifically on locking the wheels before filling. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that an employee attempted to stop their trufreeze console from rolling off the loading dock, injuring the employee's back and arm. The employee stated that one of the wheels fell off their trufreeze console. Medical treatment was sought, but the user facility did not disclose if medical treatment was administered.